Event description:
When opening the packaging of the deltamaxx coil (dmx18083520/c21259), there was tearing in the midline risking sterility of device. Sample is available for return. The procedure was completed with a similar product (details unknown) with no delay to the procedure. No patient or vessel code information provided.

Manufacturer narrative:
The coil was not previously opened and the failure occurred while opening for use. The product was stored in the angiography room appropriately on a shelf. The actual product was not damaged and was used with no delay to the procedure. The product was discarded and will not be returned. Based on the information, the event could not be confirmed. The product was not returned for analysis. The lot number is not known for the coil therefore a device history record review cannot be completed and the event could not be confirmed. Therefore no corrective actions will be taken at this time. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.